Event description:
It was reported that balloon rupture occurred.The patient presented with chest pain. The 80% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery. The 3.00 x 15 mm NC Emerge balloon was selected for use. However, when the lesion was reached and the balloon was inflated, it ruptured. The device was removed and the procedure completed with a non-Boston Scientific lithotripsy balloon. There were no patient complications.

Manufacturer narrative:
Investigation Results:Device Analysis Findings:The device was not returned for analysis; therefore, a technical analysis could not be performed.Device History Record (DHR) Review:It was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Risk Review:A Risk Review was performed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion:This product investigation is assigned the most probable cause classification of Adverse Event Related to Patient Condition. Based on the event description, it is most likely an interaction occurred between the balloon and the patient anatomy that contributed to the reported event. The vessel was described as severely calcified and severely tortuous, this anatomical feature likely contributed to the reported event.

Event description:
IT WAS REPORTED THAT BALLOON RUPTURE OCCURRED. THE PATIENT PRESENTED WITH CHEST PAIN. THE 80% STENOSED TARGET LESION WAS LOCATED IN THE SEVERELY CALCIFIED AND SEVERELY TORTUOUS LEFT ANTERIOR DESCENDING ARTERY. THE 3.00 X 15 MM NC EMERGE BALLOON WAS SELECTED FOR USE. HOWEVER, WHEN THE LESION WAS REACHED AND THE BALLOON WAS INFLATED, IT RUPTURED. THE DEVICE WAS REMOVED AND THE PROCEDURE COMPLETED WITH A NON-BOSTON SCIENTIFIC LITHOTRIPSY BALLOON. THERE WERE NO PATIENT COMPLICATIONS.